Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI procedure, decreased pacing impedance was observed on the right ventricular (rv) lead. The following day the pacing impedance was observed to have returned to the baseline value. The physician elected to take no further action. The patient was in stable condition. Further information was requested but is not available.